Manufacturer narrative:
The device and rv lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to be inserted into another manufacturer's device. A boston scientific device was attempted and the lead was successfully able to be inserted. No adverse patient effects were reported.